Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. This valve was manufactured by glacier and had the graphite process applied. Previous investigations found some deva material contained areas of larger deposits of graphite that could be removed. No foreign material or graphite was found to determine the cause of the scratch. The deva material supplier has since been changed from glacier to federal mogul in 2003. The new material contains a better homogeneous surface and has been reported to be easier to machine. This valve was made prior to implementing the new supplier. It should also be noted that, according to ge healthcare records, this unit has not been serviced within the recommended two-year service interval, as stated in the tec 6 operation and maintenance manual.